Event description:
The pump was sent in as a customer request return. It was found during evaluation that the pump was alarming for door not fully latched messages. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The unit was received inoperable due to "door not fully latched" messages. The messages were caused by loose link screws. As a result, the screws were replaced.